Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due low impedance issue, upon extraction it was clear that the lead integrity was compromised. This lead was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead was explanted due low impedance issue, upon extraction it was clear that the lead integrity was compromised. This lead was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis.